Manufacturer narrative:
H.6. Investigation: as of august 2, 2019 this complaint is under the scope of field action # pas-19-1567: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported wingset did not fully retract after blood draw. Verbiage received, "needle did not fully retract after venipuncture collection."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported wingset did not fully retract after blood draw. Verbiage received, "needle did not fully retract after venipuncture collection."